Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Hypotension and perforations are known adverse events as listed in the vision instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported that after atherectomy of the highly calcified right coronary artery was performed, during the deployment of an otw vision stent, a long perforation was noted. Two graftmaster stents were used successfully to treat the perforation. The patient experienced cardiac tamponade and was hypotensive due to the perforation and underwent pericardiocentesis. The patient was discharged on (B)(6) 2011. No additional information was provided.